Event description:
It was reported that the user¿s continuous glucose monitor (cgm) expired, the ilet entered bg run with dosing suspended, and the user did not start a new sensor until the following morning. Upon sensor application, the ilet indicated dosing stopped while the freestyle libre 3+ cgm was in warmup, and the user declined manual blood glucose entry despite counseling. No reported symptoms. Outcomes included temporary interruption of automated insulin delivery with user education provided to resume dosing via manual blood glucose entry or after cgm warmup. Investigation included customer interview and troubleshooting review. Investigation of this case revealed the device responded as designed to a sensor expiration and cgm warmup state, with dosing suspended in the absence of valid glucose data. It was concluded that the event resulted from use conditions related to cgm availability rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.